Event description:
It was reported that they had issues with the sensors from this batch. It was stated that three of them only had some of the sensor electrode and two did not have them. The needle was bent. The customer's blood glucose was unknown. The customer wants the sensors replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.